Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A posterior flail, short anterior leaflet and friable leaflets were observed. It was noted that due to patient anatomy, imaging was challenging. One xtw was implanted on the mitral valve in a mid/medial position. A second xtw was inserted and deployed laterally of the first clip. However, immediately after the clip was implanted, a potential leaflet rupture of the anterior leaflet occurred, resulting in the clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an nt clip was inserted in between the two clips, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) appears to be due to a combination of tissue injury (leaflet rupture) and challenging patient anatomy. The reported image resolution poor was due to challenging patient anatomy. The reported unspecified tissue injury appears to be related to challenging anatomy. Tissue injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.